Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2009. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to ipg site being too uncomfortable. No further information could be obtained.

Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 209659/209733. Model/catalog description:linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent an explant procedure due to ipg site being too uncomfortable. No further information could be obtained.